Manufacturer narrative:
Citation: tian y et al. Utility of 30-day continuous ambulatory monitoring to identify patients with delayed occurrence of atrioventricular block after transcatheter aortic valve replacement. Circulation: cardiovascular interventions. 2019; 12:e.007635. Doi: 10.1161/circinterventions.118.007635. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a prospective study into the use of continuous ambulatory monitoring for identifying delayed atrioventricular block following transcatheter aortic valve replacement (tavr). All data were collected from a single center between june 2016 and august 2017. The study population included 197 patients (predominantly male, mean age 81 years), 13 of whom were implanted with a medtronic corevalve transcatheter valve (no serial numbers provided). Among all patients, 1 death occurred within the 30-day follow-up period. No details were provided about the death, and it was not disclosed which manufacturer¿s tavr the patient received. Based on the available information medtronic product was not directly associated with the death. Among all patients, adverse events included: permanent pacemaker implantation due to complete heart block, 2nd degree heart block, sinus node dysfunction, bradycardia, left bundle branch block (lbbb), atrial fibrillation, ventricular fibrillation, and ventricular tachycardia. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.